Event description:
The pt had previous reconstruction with silicone gel implants in 6/91. The pt has unsatisfactory position of the left breast implant as well as capsule formation. The pt had concerns about her silicone implant and, therefore, requested it to be removed.